Manufacturer narrative:
Complaint (B)(4): no samples of (B)(6) were received. No batch numbers were provided. The cause of the event for this item cannot be determined due to unsufficient information. Received 1 rack 454228p/b231134d and 1 rack 454204/b2311345 for evaluation. We have no remaining inventory of either material/batch. We have no further complaints for either material/batch. A check of quality, production, and maintenance records for both materials/batches revealed no deviations in relation to the reported error. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples, and tubes were verified to have no presence of sodium or potassium. The alleged malfunction for his item cannot be confirmed.

Event description:
Customer states rise in hemolyzed specimens since implementation of tubes in (B)(6) 2023. A large number of hemolyzed specimens comes from the ER, but there is an equal number being drawn by their own phlebotomists. There has also been an increase in hemolysis in drop-off specimens from physician office practices and specimens drawn by oncology staff. Specimens are collected using butterflies, straight needles and vad. Customer just within the last few weeks transitioned to greiner safety products. Customer states an increase in service calls for the roche chemistry analyzers for sample probes that have been implicated in erroneous result reporting (the most recent example was fourteen erroneous magnesium results which were falsely high by 20-35% traced back to the a sample probe issue). Roche service indicated that the probe issues were very likely caused by the "new tubes" (greiner), but this issue has been resolved.